Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: the history files were read out and analyzed. An analysis of the motor steps in the history files reveal, that an almost empty syringe (b.braun 50ml syringe) was inserted in the pump at the syringe change! The sample was subjected to a visual and functional examination. During the visual inspection a damage of the pca-locking mechanism of the syringe holder could detected. A long term test was performed. No malfunction occured during the test. Further the delivery accuracy of the pump was checked. The pump was disassembled for an inside investigation. Only the solder joints of the p2-connector were pre-damaged. The complaint is not justified. The investigation did not reveal an over infusion. An analysis of the motor steps in the history files reveal, that an almost empty syringe was inserted in the pump at the syringe change

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in sweden): overinfusion